Manufacturer narrative:
(B)(4) date sent: 9/14/2016. Batch # (B)(4). The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 38 drivers up and the remaining drivers were down with staples present. In addition both gripping surfaces were broken off making the reload nonfunctional. It could not be determined if the reported incident was the result of a premature lockout or the result of an interrupted firing stroke. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire any further after fired by a half on the fourth firing. The firing was used to close the incision used to do side to side anastomosis. Another reload was loaded to complete the procedure. There were no adverse consequences for the patient reported.